Manufacturer narrative:
Device not returned

Event description:
It was reported that the control iq software intermittently did not accurately adjust the amount of insulin delivered. Reportedly, a pump reset was performed to address the issue, and the customer continued to use pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.